Event description:
It was reported, that the non-dependent patient presented for remote follow-up via merlin.net. A review of the transmission revealed, over-sensing exhibited by the right ventricular lead. The over-sensed noise episodes resulted in pacing inhibition. The lead was explanted and replaced. The patient was stable.